Event description:
The patient reported experiencing withdrawal symptoms (not specified) and was initially treated by continuing to increase the patient's daily dose of compounded baclofen up to 1500 mcg/day. The hcp reported the patient had rebound spasticity they felt was due to pump end of life. A refill, done in august, showed a volume discrepancy of 5.4 ml more drug than expected. Residual pump volumes were again checked in september and were normal. The device system was replaced one week later. After implant of the new pump the hcp determined there had been a catheter issue with the old system as the patient developed overdose symptoms on the same dose he had been on previously. The patient's current dose, following replacement is thought to be about 200 mcg/day. The pump was returned to the manufacturer for analysis. Reference MFR report #:6000030200703574.